Manufacturer narrative:
This device failure is reported as a result of a previous, similar failure associated with a patient falling off the mattress. We have received complaints of weld failures in the top cover of this design, with one failure associated with patient injury. This design was discontinued in 2006.

Event description:
This is a repeat product defect occurrence for previous MDR 1041130-2007-00001 with a report date of 03/13/2007, pressureguard easy air, an alternating pressure mattress, for weld failure in the top cover fabric. This customer complaint is for failure for one mattress. The event did not result in an adverse event for the patient.